Manufacturer narrative:
Calibration signals were within expectations. Quality controls were within range on the day of the event. A general reagent issue was not present as controls run before the event were within range. Images captured by the analyzer's sample foam detection camera showed a film on the sample surface, particulate matter, and bubbles in the pipetting area. This suggests a sample quality issue. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with incorrect pre-analytic sample handling.

Manufacturer narrative:
The serial number of the first e 801 analyzer is (B)(6) and the serial number of the second e 801 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on two cobas e 801 analytical unit analyzers. The sample was initially tested on the first e 801 analyzer, resulting in troponin t values of 11.6 ng/l and 25.3 ng/l. The sample was repeated on the second e 801 analyzer, resulting in a troponin t value of 56 ng/l. The sample was repeated on a third analyzer, resulting in a troponin t value of 10.4 ng/l. This value was deemed correct by the customer.